Event description:
The customer reported, a "haze" coming from the unit. The customer stated, that there were no physical complaints related to the reported oil mist. The asp field service engineer repaired the unit.